Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The pace and sense portion of the lead was surgically abandoned. This lead remains in service and a new lead was implanted. No additional adverse patient effects were reported.